Manufacturer narrative:
The device was returned for analysis. The difficult to open or close could not be confirmed due to the condition of the device. Additionally, the difficult to open or close and the entrapment of device are related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it likely the tissue or suture became lodged under the foot during closure causing it to surf distally and locked it into that position. This is supported by the opening of the handle and manipulating the actuator wire to allow the foot to close. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received. The sheath size just prior to the device insertion was 6f, and the upsized sheath used for the procedure was 24f. No additional information was provided.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique prior to an interventional mitra clip implantation procedure. Reportedly, steps 1-3 (opening the footplate, deploying the needles, and suture retrieval) were performed without issue. However, when attempting to perform step 4 (closing the footplate), the footplate could not be closed, and the device was stuck in the patient. The body of the device was then intentionally opened and the actuator wire manipulated in order to close the footplate. After closing the footplate, the device was then manually removed. The suture of a new prostyle device was successfully pre-placed. The mitraclip implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.